Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation it is presumed that reprocessing was not conducted properly due to leakage from control section. Subsequently, the material was not possibly eliminated. The adherence/clogging of the material at the nozzle was confirmed and it is presumed that the material was white plastic material. Occurrence of the event can be detected/prevented by handling the device according to the following instructions for use. Detection methods are written in IFU: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the air, water nozzle was blocked with foreign debris. There were no reports of patient involvement.